Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the screen was blank. The customer didn't know if there was patient involvement.

Manufacturer narrative:
Update. No patient information provided by the customer.